Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the cannula was bent. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion test, and no occlusions were noted.